Event description:
Information received from the field does not address the patient's clinical status but notes that during a follow-up, measured battery data was 2.58v, 16ua, and <1 kohms with a measured magnet rate of 89.3 ppm. A software upgrade was scheduled but the patient has been non-compliant with scheduled visits.